Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose and under delivery. The customer's blood glucose level was 267 mg/dl at time of incident and current blood glucose level was 303 mg/dl. The customer had symptoms such as chest pain and back pain. The customer was treated with syringe. The customer alleges pump was under delivering because the customer had some high blood glucose. The customer was advised to check for protruded, loose, sticking out or flush drive support cap. The insulin pump will be returned for analysis.